Manufacturer narrative:
One 6f ultimum introducer sheath was received for evaluation. The sheath tubing had been partially torn; the torn sheath tubing remained attached. The dilator was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tear is consistent with damage during use.

Event description:
During the procedure, the introducer cracked while being introduced into the patient. The device was replaced with a non-abbott device and the procedure was completed with no adverse patient consequences.